Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07263. It was reported the pt no longer stimulation. F/u identified the physician attempted to reposition the leads. It was reported the physician was dissecting one lead from the scar tissue and was concerned the lead may have been damaged. One lead was replaced, and the other lead was repositioned. Both leads are being reported as it was undetermined which lead was replaced. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.